Event description:
Customer reported that the panorama central station had lost communication, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit and duplicated the problem. Corrections included replacement of the system's ambulatory telepack. Problem was resolved.